Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection was performed on the exterior of product and no physical damage was observed. Complaint of broken piece from mdu stuck in control unit's receptacle was confirmed. It appears that extreme force was used to remove mdu connector on power cord from hand piece receptacle on control unit which caused shaft to break off mdu connector and become stuck inside of hand piece receptacle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. The root cause of the observed condition was determined to be a result of a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s connector was broken. Patient involvement was unknown.